Event description:
The customer called and reported receiving discrepant readings from the sensor when compared to blood glucose. The customer's blood glucose was 110 mg/dl while the sensor read 60 mg/dl, triggering her insulin pump to threshold suspend. The customer also reported receiving calibration errors and a bad sensor alert, following the second consecutive calibration error. Troubleshooting was performed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.